Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. Occupation: reporter is a j&j representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on unknown date, the patient underwent surgery with fns implants in question. After surgery, on unknown date, femoral head necrosis occurred, and it was decided to perform revision surgery via tha. The revision surgery was scheduled on (B)(6) 2021. It was unknown if the surgery completed successfully. No further information is available. This complaint involves two (2) devices. This report is for (1) femoral neck system plate 1 hole - sterile. This report is 2 of 4 for (B)(4). This pc is related to (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. The product was returned to us cq for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that pl 1-ho f/fem neck syst tan was broken, and broken piece was not returned. The plate could have got broken during explantation/ removal procedure as mentioned in the event description. The dimensional inspection was not performed due to the post manufacturing damage. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for pl 1-ho f/fem neck syst tan. While no definitive root cause could be determined, it is probable that the pl 1-ho f/fem neck syst tan got broken due to the application of unintended forces during explantation/removal procedure. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h6: a device history record (DHR) review was conducted: part: 04.168.000s, lot: 4l17004, manufacturing site: grenchen, supplier: n/a, release to warehouse date: 10 apr 2019, expiration date: 01 apr 2029. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.